Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl. The pod was worn between 5 and 24 hours on the abdomen. It was noted that the adhesive was not secure and the cannula dislodged from the site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device was received deployed. The downloaded data returned an 0x18 alarm. It was observed during investigation that the plunger ran to the very bottom of the reservoir. No drive stalls were observed in the device data. Timeouts were observed at the end of the data but these are due to the plunger rubbing against the bottom of the reservoir. The cannula assembly and needle mechanism were inspected and no damages or abnormalities were observed that could contribute to the dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The adhesive welds were inspected and no abnormalities were observed. Although the investigation did not find any evidence of damage, the reported adhesive issue could not be determined.